Event description:
Covidien received information of the lower graphic user interface (gui) being distorted. The malfunction did not occur during pt use.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba). The unit passed performance verification testing (pvt) at time of service.